Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported that the patient faced infusion set occlusion at site, which cause the patient blood glucose was elevated to high, therefore had received correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. No further information.